Event description:
It was reported that the ventilator was went into a reset condition, multiple times, shut off alarmed, and then went into reset. The pt was placed on a backup ventilator. No pt harm reported.